Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a left laparoscopic hemicolectomy, while being applied at the anastomosis, the anvil of the device could be tilted after firing but it bent. A colonoscopic haemostasis was required to prevent permanent impairment. There was also a reported blood loss of more than 500cc. An additional operation will be performed to correct the issue.